Event description:
The defibrillator in question functioned normally during the first three attempts to resuscitate the pt and failed on the fourth attempt. This pt presented to the ER with symptoms of chest pain and shortness of breath. They were admitted to the coronary care unit. The next day at 0129, the pt developed cardiac arrest. The pt was defibrillated three times. On the fourth attempt, the "shock" button was pushed and the machine made a pop sound. The screen read "bridge error". The machine was removed from the pt and another defibrillator was immediately instituted for further defibrillation of the pt. The pt expired at 0140. The bio medical department did a test fire on the defibrillator and it again showed "bridge error."